Event description:
The patient's system was explanted due to infection at the back of her head.

Manufacturer narrative:
The explanted products were discarded by the medical facility, and will not be returned for eval.